Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-sep-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-sep-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via the manufacturer representative that the patient had a lack of effective therapy. There were no external factors known to have contributed to the issue. The healthcare provider performed a surgery where the battery pocket was and determined that the 8-15 lead was not seated properly. A torque wrench was used to properly seat the lead. Impedances were normal. The issue was resolved at the time of the report.